Event description:
Pt reported a lap-band "port failure" as the port is "not holding fluid". Pt stated that the problem was first noticed when their treating physician noticed the port was not retaining fluid after two fills were performed. Device remained implanted. F/u info: the pt's treating physician referred the pt to consult with another physician for possible port replacement surgery. F/u info: health professional at the consulting physician's office stated that the physician had performed a fill during a visit, but "rechecked the volume" on a following visit and could "only find 1 cc" although 2 cc had been added previously. Explant surgery was scheduled. F/u info: the port was replaced.

Manufacturer narrative:
(B)(4). The rptr of the complaint was asked to return the product for analysis. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's charge for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."